Event description:
It was reported that during an unknown procedure, the articulating head of the device would not turn left, but did turn right. The surgeon was able to use the same device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 09/23/2008. The analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully fired and with no damage to the spring cartridge lockout. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the right the staple formation was conforming, however when fire in the left and center position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.